Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the wake button has stopped working. Customer did not know if blood glucose levels were impacted.